Event description:
It was reported that a user experienced intermittent signal loss between the dexcom g7 cgm and the ilet, during which the user believed insulin delivery continued without cgm readings and later noted a lowest glucose value of 74 mg/dl; the issue aligned with an intermittent communication failure and involved cgm¿pump interoperability, with the antenna and electrical/magnetic components implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed interoperability-related communication interruptions consistent with intermittent communication failure, with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.